Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that soon after implant the device caused a shocking sensation in their legs when they were laying down. The patient indicated that some adjustments were made to the programming after the shocking occurred. Troubleshooting was not required. The issue was not resolved through troubleshooting.